Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a transforaminal lumbar interbody fusion and posterolateral fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. " the rhbmp-2 was used in the surgery". "The rhbmp-2 collagen sponge was applied in a surgical approach (i.e., from a transforaminal and posterolateral approach)." Post-op the patient allegedly had " increasing low back pain, radiating pain into both buttocks, right hip and leg; tingling down his left leg, and edema in his feet.". Reportedly, the patient continues to " experiences difficulty walking and standing. Patient also experiences sexual issues." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.